Event description:
Patient's hemi shoulder was revised because of pain in her left arm due to loosening of the stem.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient was revised of a hemi shoulder due to pain. The surgeon removed an 8mm stem because it was loose and implanted a 48mm glenoid, a new 8mm stem, and a 48 x 15 standard head. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.